Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Event description:
On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported the implant coil was removed for inspection and found to be prematurely detached. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pusher assembly was returned for evaluation with the implant coil still attached to it contradicting the original reported event description. The evaluation could not determine the cause of the reported event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4)